Event description:
It was reported that during a laparoscopic prostatectomy procedure, the tissue pad was almost peeled off after such a tough case. The surgeon admitted that it was a challenging case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.